Manufacturer narrative:
No product was returned. Therefore no further investigation was possible.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 11:05 am, the result from the meter was 3.6 inr. Allegedly, the laboratory's meter had a result of 4.0 inr. The laboratory stated they never received a 4.0 inr on their coaguchek xs pro meter on this date or on any other date. The patient alleged at 1:30 pm, the results from the laboratory using a stago compact max using neoplasin reagent were 2.6 and 2.5 inr. The laboratory stated the laboratory result for the patient on this date was actually 3.3 inr. The therapeutic range was 2.0-3.0 inr and the testing frequency was once a week.